Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) procedure, a second balloon fell into the patient's lungs that was retrieved by suctioning the balloon and pulled it out of the patient without any complication. After the procedure, the patient was stable and went home. There was no report of patient harm.